Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat before the left main bifurcation that is 80% stenosed. The 2.0x15mm mini trek balloon catheter proximal shaft separated during advancement. The separated portion was removed when the guide wire was withdrawn. Another unspecified device was used to successfully complete the procedure. There was no adverse patient effects reported and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported separation was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported separation could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4 correction: lot # updated from 40212g3 to 40305g1. G2 correction: other report source updated to nmpa.